Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device was having erratic patient temperatures,and when the device was turned off and back on, the screen stayed blank.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. No issue was found with the device as the problem could not be reproduced. There were no repairs made to the device. Per additional information received, there were no problems with the device and the device was back in service. The serial number for the device associated with this particular event could not be identified by the complainant; however, the following serial numbers (serial number dybny063 - device date of manufacture: 01/01/2017, serial number dyary021 - device date of manufacture: 04/01/2016, serial number dycsy566 - device date of manufacture: 05/01/2018, serial number dycsy568 - device date of manufacture: 05/01/2018, and serial number dycsy569 - device date of manufacture: 05/01/2018) were in use at the time this event occurred. These serial numbers underwent a manufacturing review and the device history records found nothing that could have caused or contributed to the reported event. The instructions for use state the following: correction: d10, h3. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was evaluated by a biomedical technician at the complainant's facility.

Event description:
It was reported that the device was having erratic patient temperatures,and when the device was turned off and back on, the screen stayed blank.